Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during routine follow-up complaining that their device moved around and was painful. Upon interrogation it was noted that the right ventricular lead had pulled right out of the heart. No capture or sensing was noted. It was also noted that the defibrillation impedance was low and out of range and there were episodes of right ventricular noise reversion. Patient did receive inappropriate shocks related to noise. A procedure was done on (B)(6) 2019 in order to explant and replace the lead and to place the device sub-muscularly. Patient was stable throughout the procedure. Related manufacturer reference number: 2017865-2019-16773.